Manufacturer narrative:
Device evaluation: the manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. As received, the specimen consists of one each hydro gw stf std s 150-035; returned extending 13.7 cm from the dispenser assembly, accompanied by the labeled mylar film from the packaging pouch, and double-bagged within "zip-lock" style poly biohazard pouches. After injecting the dispenser assembly with approximately 15 cc of room temperature (21 degrees) blood-bank saline, the specimen was removed from the dispenser and subjected to visual and tactile examination. The specimen coating appears visually and tactilely consistent when examined at 1x - 18 inches, unaided, wet. The specimen presents skive damage with polymer jacket removal exposing the underlying metallic core wire at 31.1 to 31.2 cm from the distal tip. Microscopically the specimen coating appears to be worn and abraded. Except where noted, the specimen device appears visually and dimensionally correct.. It was reported that the issue was discovered during preparation for use, outside the patient. As noted in the precautions section of the directions for use (dfu), "· the surface of the zipwire hydrophilic guidewire is not lubricious unless it is wet. Before taking it out of its holder and inserting it through a catheter, fill the holder and the catheter with sterile physiological saline. When reinserting the zipwire hydrophilic guidewire back into the holder, take care not to damage the wire's coating on the edge of the holder." At this time it is not possible to assign a definitive root cause for the event as reported. Based on the evidence presented by the sample and the information provided by the supporting documentation, handling factors appear to have impacted on the event as reported. The patient identifier information was not available at the time of this report. If there is any further relevant information received, a follow-up medwatch report will be filed.

Event description:
The cover removed. Additional information received via email reported that the coating on the guidewire was not o.k.